Event description:
The hosp reported that during three separate endoscopic vein harvesting procedures, the coatings on the hemopro tip came off. No pieces were left in the pts. During two of these events, the piece fell into the pt and was retrieved through the original incision. In the third event, the piece came off and hooked onto the c-ring; no intervention was required. The same device was used to complete each procedure. The hosp did not report any pt effects. Maquet cardiovascular anticipates return of the product in question. Refer to medwatch #s 2242352-2011-01721 & 2242352-2011-01723.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance issue(s) with this production lot. Items marked "ni" are unk to us at this time. Internal file number - (B)(4).